Event description:
As the trunk-ipsilateral leg component was advanced, some difficulty was experienced as the device was advanced over a stenosis present in the left common iliac. When the device was at the level of the renals, contrast was used to determine orientation. It was observed that the device had rotated 180 degrees. With the device outside the sheath, the catheter was rotated, however rotation of the catheter did not translate to rotation of the device. The catheter was reportedly never rotated more than 180 degrees in any one direction. The decision was made to retrieve the device through the sheath and complete the procedure with another device. However, as the catheter was pulled back, the device began to deploy with only approximately one half the deployment line length removed upon complete deployment. Contrast injection was completed to determine the deployment position of the device. It was believed that the device was at the level of the renals, so placement of the contralateral leg component was completed. Following deployment of the contralateral leg, it was determined that in fact the trunk-ipsilateral component was at the celiac artery level, not the renals as first though. The pt was then converted to open surgical repair. The device was removed without damage to the aorta or renal arteries and a surgical graft was successfully placed. It was noted upon removal of the device that the remaining deployment line was attached to the endoprosthesis.